Event description:
It has been reported to philips that the connection was not working on the wireless footswitch. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the wireless footswitch has connection issue. Upon some functional test fse confirmed wireless footswitch was charging properly and hence due to not enough charge, footswitch connection is not possible. Fse replaced the wireless footswitch, base station and charger, after the replacement of the component, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the wireless footswitch has connection issue. Upon some functional test fse confirmed wireless footswitch was charging not properly and hence due to not enough charge, footswitch connection is not possible. Fse replaced the wireless footswitch, base station and charger, after the replacement of the component, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.